Event description:
It was reported that the surgeon noticed the inner package of the polymer was broken and the polymer leaked from the package when the surgeon opened the outer package. So, the surgeon used a spare product and the procedure was completed without any problems and delay.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.